Manufacturer narrative:
E1 - initial reporter city: (B)(6). G4 - premarket #: k163174.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm emerge? Balloon catheter was advanced for dilation. However, during the procedure, the physician noticed that the balloon burst. The procedure was completed without any patient complications reported. It was further reported that stenosis was 80% of the target lesion and located in the mildly tortuous left anterior descending artery. The balloon was inflated once and burst during the first inflation at 12 atmospheres for 10 seconds. The procedure was completed with another of the same device and the patient's status was stable.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). G4 - premarket #: k163174.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm emerge? Balloon catheter was advanced for dilation. However, during the procedure, the physician noticed that the balloon burst. The procedure was completed without any patient complications reported.